Manufacturer narrative:
(B)(4). Concomitant medical products: tibia cemented 5 degree stemmed right size d, catalog#: 42532006702, lot#: 63492616; all-poly patella cemented 32 mm diameter catalog#: 42540200032, lot#: 63404723; articular surface medial congruent (mc) right 10 mm height use with tibia sizes c-d/cr femur sizes 8-9, catalog#: 42522100510, lot#: unk. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-05006, 0002648920-2018-00692, and 0001822565-2018-05007. Customer has indicated that the product will not be returned to zimmer biomet for investigation, because it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right knee arthroplasty. Subsequently, patient is experiencing intermittent pain. No revision procedure has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.